Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was evaluated and found to be within specification. A DHR review was conducted with no discrepancies noted.

Event description:
While using a 30k fsi-pwr-fg-1000 insert, it would get hot a lot and it was hard to put in the handpiece; no injury resulted.